Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having issues with loading a disc into the system kept powering down.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The computer (product ID: 9734477) was returned to medtronic hardware analysis team. It was reported that the computer functioned normally and the malfunction could not be recreated. It was concluded that no failure could be found. Medtronic if information is provided in the future, a supplemental report will be issued.